Event description:
It was reported that the patient experienced implantable pulse generator (ipg) increase charging burden. The patient underwent ipg replacement procedure and was doing well post operatively. The explanted product disposed of per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.